Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was over 600 mg/dl. The customer explained that she was constantly receiving weak battery alarms as well after inserting brand new batteries. While troubleshooting, the customer was advised that the failed battery test alarm would recur with each new battery inserted if not cleared. The customer stated that neither the battery compartment nor the spring were damaged or corroded. The customer was advised to insert a new aaa alkaline battery and did not receive the failed battery test alarm afterwards. The customer was advised to monitor the insulin pump. The customer was advised that a replacement battery cap would be sent. The customer declined troubleshooting for the high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.